Event description:
Two rns noticed leaking at site of 22g piv used with this lot number. Both ivs intact otherwise and flushing easily with positive blood return. Small amount of drainiage noted on skin when removing occlusive dressing. No harm done to patient but concerns for chemotherapy leaking if continues. Lot number removed from circulation and supply chain notified.